Event description:
A malfunction alarm was reported on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer administered a correction bolus via the pump after resetting it and did not require third-party assistance. Technical support provided pump reset information and guided the customer through the process. Following the reset, the malfunction code did not reoccur, and the customer was advised to continue using the pump and to call back if any further malfunction codes appeared.